Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image sandstorm was not confirmed. In addition, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The video connector had a crack. The video connector had a scratch. Due to damage on lock engagement lever, bending section could not be fixed firmly. Due to damage on charge coupled device unit, a noise image occurred. Because electrical contact of video connector was shaved, a noise image occurs. The control unit had a scratch. The grip had a scratch. The up/down plate had a scratch. The switch button 1 had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. The video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope image sandstorm occurred during preparation for use. The unspecified therapeutic procedure was completed using the subject device. There was no report of user or patient harm associated with this event.